Event description:
It was reported that during a lobectomy procedure, staples malformed at the third firing. Case was completed by additional suture. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.